Event description:
It was reported the patient experienced a burning sensation around the device for the past month. The patient reported stimulation in the wrong location. The patient stated that when the device was on, he had chest pains and could not feel his arms. The patient also reported that any movement caused pain. The symptoms and events started about a month ago. The patient went to the emergency room due to high blood pressure. The patient stated the last time he felt stimulation was 3 weeks ago and had recharged the device last week. An overdischarge was suspected. The patient's device was discharged and the patient was charging the device at the hcp clinic. A por (power on reset) condition was noted following the device being discharged. The patient stated they had the battery "jumpstarted" last week due to it being discharged. The patient did not believe the device was discharged and stated they fully charged the device two weeks prior. Additionally, the patient stated they had spent 7 hours recharging and the battery icon "on" appears shaded on the bottom. The patient was scheduled for an appointment with the hcp the following week. This device was implanted for the patient's headaches. The patient has another device to help with pain in his legs. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).